Manufacturer narrative:
(B)(4). Product analysis: a partial stylet was returned for analysis. The associated lead was not returned with the unit. As received, visual analysis noted the ptfe coating was stripped off. The damage noted is consistent with that occurring at the time of implant \ explant. No further tests were performed.

Event description:
During implant and positioning of the lead, the stylet could not be extracted from the lead. The stylet was left inside the lead and the lead and the excess length was cut away. The lead with remaining stylet was connected to the ICD. The procedure was completed without further difficulty.